Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: 2013 (B)(6); 694765 lead implanted: 2009 (B)(6). (B)(6).

Event description:
Two leads were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 8 months after the right ventricular (rv) pacing lead was implanted and 4 years after the rv defibrillation lead and right atrial (ra) lead were implanted. The cause of death has been requested and not received.